Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer was treated for high blood glucose with manual injection and pump. The customer reported via phone call that the insulin pump alarm low suspend. Customer's blood glucose was 468 mg/dl. Customer does not exhibit symptoms of low blood glucose. The sensor glucose value is 57 and suspend threshold limit is 60. It was explained to the customer the differences between sensor glucose and blood glucose. The customer was advised to monitor.